Event description:
It was reported that the physician attempted to implant a new inflatable penile prosthesis (ipp) without success due to the fibrotic tissue that had developed. The fibrotic tissue contributed to difficult dilation, which caused perforation through the distal glans. The perforation was surgically repaired, but a new ipp was not implanted. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the physician attempted to implant a new inflatable penile prosthesis (ipp) without success due to the fibrotic tissue that had developed. The fibrotic tissue contributed to difficult dilation, which caused perforation through the distal glans. The perforation was surgically repaired, but a new ipp was not implanted. There were no additional patient complications reported.